Manufacturer narrative:
Clarification to explant is in the future. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade iii and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma-late

Event description:
Healthcare professional reported right side nodule, deformity, capsular enhancement, capsular contracture (baker grade iii), partially surrounded by fluid accumulation, pain, burning sensation, increase of volume. The device remains implanted.